Event description:
The ER staff was attending to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ ECG electrodes and shocks of 200, 300, 360 and 360 joules were delivered. According to the reporter, when the 5th shock was delivered, smoke was seen in the area of the sternum electrode connection to the defib cable. A backup device was called for and the electrodes replaced. The backup operated properly but the patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.